Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the syringe needle into the cartridge, insulin was unable to be injected into it. Customer changed out the cartridge and syringe to resolve the issue. Customer's blood glucose was 220 mg/dl.